Event description:
False negative result (s). My wife was tested covid-19 positive in the morning and I tested a her and a family member with symptoms and both tests came out negative. FDA put the test on the "not use" list.